Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately fifteen months post initial left tka, the 72 y/o male patient had a poly insert exchange. This is the third surgery with exactech. Patient had a primary knee done on (B)(6) 2019. Then a exactech femoral revision on (B)(6) 2021. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos or x-rays. The device is not available for evaluation due to hospital will not release the implants.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported, approximately fifteen months post initial left tka, the 72 y/o male patient had a poly insert exchange. This is the third surgery with exactech. Patient had a primary knee done on (B)(6) 2019. Then a exactech femoral revision on (B)(6) 2021. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos or x-rays. The device is not available for evaluation due to hospital will not release the implants. Multiple attempts were made for additional information, no information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, h6 clinical codes. The investigation has been re-opened. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Additional information received reported that the revision was performed secondary to persistent pain, large effusions, and discomfort. X-ray evidence showed continued osteolytic erosion beneath the tibial plateau. During the revision, the femoral component was checked and was well fixed. Infection workup was performed including fluid and tissue for gram stain and culture and was negative.